Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
The following were reported as failures and included in a report received as proof of milestone on an iis: (B)(4). The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: (B)(6) 2017, right pfa, pt dealing with chronic bone pain.